Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector and the cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens haptic tore off and was removed and replaced with another lens with no incision enlargement or suture. The reporter stated that the lens was loaded incorrectly by the technician.